Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer has telemetry issues and sometimes a "noisy telemetry" error during various tests, such as sensing, thresholds, etc., when the usb (universal serial bus) stick is being used in the programmer for printing reports to usb. This is followed by another message about "saving to .pdf" at the top of the screen, even though nothing is being saved at the time. No patient complications were reported as a result of this event.